Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. All products were removed and the procedure was completed with competitor products.